Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. Investigation summary: bd received 1 photo for investigation which confirmed the customer¿s indicated failure mode: underfill. Additionally, 100 retained samples were visually inspected, showing the hemogard closure assembly was correctly assembled and placed on the tubes. Functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode: draw volume. Via photo analysis. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two tubes underfilled. No adverse impact was reported regarding the patient or user.